Manufacturer narrative:
(B)(4). Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that the pulse generator exhibited a connector issue post implant. One day post implant, the device was measuring high atrial lead impedance. The pocket was reopened, the atrial lead was connected to psa and all measurements were within range. The device was explanted and replaced and all electrical measurements were good with the new device.